Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive audio bolus button) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 01/04/2013 with the following results: no damage to bolus button on keypad. All buttons respond properly, including audio bolus. Removed keypad and found contamination under all contacts. Unrelated to this complaint, the display was dim/fading and when replaced with a test screen, the display functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).